Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Inform user facility reported patient finger stick test result at 12:50 was 577 mg/dl, reported patient had "decreased consciousness" for undetermined reason. Using a sample the caller drew from the patient's IV line at 13:11, inform test result was 81 mg/dl. Inform finger stick result at 13:13 was 493. Lab result from 13:13 draw was 86 mg/dl. Based upon the 577 mg/dl and the 493 mg/dl results, the patient was treated with 10 units of an undisclosed insulin via IV. Patient did not experience any serious injury after being administered the insulin. Inform test result at 14:22 was 235 mg/dl. A request was made for the return of the strips.